Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had perforated. The rv lead exhibited loss of capture at maximum output. The lead was repositioned and remains in service. No additional adverse patient effects were reported.